Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. There was moisture observed inside the battery compartment. The returned battery cap was found to be damaged/stripped and the battery cap did not secure properly in battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further moisture was observed inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.